Event description:
Siemens em-pcs complaint handling unit has received a request from the competent authority to investigate and respond to a vigilance system report received from the user facility. The incident involving the radiotom 904 hf-surgical device is described as follows: after arresting blood circulation in the upper arm (300 mm mg), surgery was performed on the left elbow. Following surgery (after returning blood flow), a 2nd to 3rd degree burn was detected on the upper arm at the site where the blood flow was arrested. Monopolar coagulation took place. The user facility has not informed siemens about these incidents. However, siemens was contacted several weeks after the 2001 incident and asked to perform maintenance testing. The device measured in tolerance and was still in use at that time. Further info submitted with the user report to the local authorities indicates the incidents may have resulted from user error and not from a device malfunction.